Manufacturer narrative:
The laser fiber returned to dmta was evaluated which determined no manufacturing defects were present which could have resulted in the fiber burn reported. No inconsistencies related to the manufacturing of the device was noted. It is recognized that all laser fiber units manufactured by dornier are 100% inspected via visual evaluation as well as power performance testing prior to release for distribution which confirms the operational capacity as well as the state of the device. The root cause of the complaint reported was not possible to confirm, however, it was possible to ascertain the complaint reported was not due to manufacturing defects.

Event description:
A notification was received regarding a laser fiber which was reported to have burned.

Manufacturer narrative:
No complaint sample was returned to dmta within the timeframe of this investigation, and a review of the suspect unit was not possible to complete. Without the suspect unit, a root cause is not possible to confirm. No production lot was provided to dmta enabling a review of device records associated complaint product. However, it is recognized all laser fibers manufactured by dmta are subject to 100% inspection for visual defects as well as power performance testing to ensure acceptable operational capacity with a powered surgical laser device. Comments received from the complainant regarding the "old" and "new" connectors are acknowledged to not be associated with any technical capacity of the device, and the connector is acknowledged to be a cosmetic difference only. Dornier has not received any trend in information associated with this complaint.

Event description:
Customer contacted dmta on behalf of their customer that was reportedly having "problems with the old connector" as well as "problems with the fibers with the new connector". Following further communication, on 23 july 2024 the customer confirmed fiber burn was observed during usage of the laser fiber identified.